Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the stapler 45 instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the stapler 45 instrument (part# 470298-14/lot# t10210406 0015) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 29 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that staples were missing from the staple line with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was noise and the stapling was not completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
D15-intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint "not completed stapling." Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The instrument was found to have a firing failure(s) based on log review but was not replicated during in-house testing. Logs showed error code 22030 with p1=1, indicating a stapler 45 serial#: (B)(6) failed in its operation on universal surgical manipulator 3 wire a failure mode: firing failure / general failure. The stapler 45 instrument was tested in-house and the instrument initialized, clamped fired, and unclamped without any issues. The stapler 45 instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. For clarification, there was no unusual noise observed during firing or in-house testing. Upon visual inspection, there was no damage found at the distal wrist. The housing was removed for inspection and exhibited no damages. The root cause is not determinable/applicable.

Event description:
Refer to h10/h11 for follow-up information.